Manufacturer narrative:
The returned probe driver was tested and was found to have a malfunctioning potentiometer which resulted in incorrect indication of axial position of the travel of the probe driver. A training bulletin has been communicated to all clinical and sales staff to fully test all probe drivers prior to cases and to visually verify positions prior to ablations. Technical analysis is ongoing to understand the root cause of this event.

Event description:
During an MRI-guided laser ablation treatment procedure, a stereotactic guiding device, laser probe and probe driver were set up according to the IFU. Following initial ablation, a MRI scan was acquired and the tip of the probe was noted to be 12 mm deeper than intended position. The probe driver was used to reposition the probe and another ablation was attempted. No thermal effect was seen at the targeted site and lasing was stopped. The probe driver was visually inspected and was noted to be fully retracted near the access site in the skull. The probe driver was removed and the case was completed successfully using manual verification of probe location between ablations. The patient was reported to be fine upon awaking from anesthesia. The patient went home the day following the procedure with no adverse effects.